Event description:
The manufacturer field service technician reported that the device was overheating during testing at the user facility. There were no adverse consequences related to this event.

Manufacturer narrative:
The reported event of heat was duplicated through functional evaluation. Upon disassembly, the technician observed broken down lubrication.

Event description:
The manufacturer field service technician reported that the device was overheating during testing at the user facility. There were no adverse consequences related to this event.